Event description:
The user reported that two sets of electrodes were connected to the defibrillator but did not give any readings. The user indicated that the patient expired. However, no additional information was provided to co.